Manufacturer narrative:
No patient information to date. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the reported issue.

Event description:
The hospital reported a loss of mechanical ventilation during a case. The patient was switched to manual ventilation and case was completed. There was no report of patient injury.